Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump did not properly initialize after inserting the battery. The customer did not recall the blood glucose reading. The display was blank. The battery cap contact was not missing or damaged and battery compartment and spring not damaged or corroded. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The display did not return during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube power connector not connected properly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was received with a scratched case and a pillowing keypad overlay.